Event description:
While performing a mechanical thrombectomy on a patient, and a piece of the wire broke off and was lodged in the patients vessel in the brain. Left middle cerebral artery occlusion and stroke.